Manufacturer narrative:
(B)(6)

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The date of event is either (B)(6) 2018 or (B)(6) 2018. Clarification on this has been requested but not received. The initial result was 10137 pg/ml with a dilution factor of 5. This result was reported outside of the laboratory where the physician requested repeat testing. It is not clear whether a new sample was obtained or the original sample was repeated. Clarification on this has been requested. The sample was repeated or a new sample was obtained and the results were 1494 pg/ml (no dilution) and 1208 pg/ml (dilution factor 5). The results of 1494 pg/ml and 1208 pg/ml were believed to be correct. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 28459201 with an expiration date of 31-oct-2018.

Manufacturer narrative:
No issues were identified during a review of the alarm trace and calibration data provided by the customer. Qc data provided was not from the day of the event. Based on the data provided, the investigation was unable to find a definitive root cause. Neither a general instrument or reagent issue were identified.

Manufacturer narrative:
It was clarified that the estradiol iii results provided were all from the same sample.